Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and didn't notice any malfunction and checked error log. Adjusted volumes to bring closer to spec. Performed ventilator testing and vent operates to manufacturer specifications.

Event description:
The customer reported that the ventilator would not cycle. No patient involvement.